Event description:
It was reported that patient had generator, incision and lead removed due to infection. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluated by MFR?; device return and evaluation is not needed as the evaluation will add no value to the investigation.

Event description:
Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. DHR information not available for lead therefore DHR review could not be done on lead. No additional relevant information has been received to date.